Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the backup battery not displaying an orange charging light was confirmed via product testing. The heartmate ii system controller (serial #: (B)(4)) was returned for analysis and a log file was downloaded for review spanning approximately 11 days ((B)(6) 2016, (B)(6) 2017 (B)(6) 2017, (B)(6) 2020 -(B)(6) 2020, (B)(6) 2020, (B)(6) 2020, (B)(6) 2020 per timestamp). Events occurring on (B)(6) 2016 and on (B)(6) 2000 are from manufacturing testing and from when the system controller clock was not set, respectively. There were no notable alarms related to the function of the system controller and the backup battery in the downloaded log file. Pump operation was not affected. The system controller was tested and passed preliminary and functional testing. The absence of an orange charging light on the backup battery was observed, confirming the reported event. During a controller burn-in on a mock loop it was observed that there was a delayed backup battery fault alarm that activated. The charging indicator on the system controller showed the backup battery was charging; however, the cells of the battery were not maintaining the charge. The backup battery was also observed to have been last charged in a period of greater than 6 months from the date at which it was tested. The heartmate patient handbook advises users to charge their backup battery at least once every 6 months to ensure the battery is functional. The backup battery failed a load test and was opened. The cells of the battery were manually charged using a power supply and the battery was able to function as intended without a backup battery fault activating. The system controller was able to function with test 11v backup batteries and did not have any issues. It was communicated in the reported event that the heartmate ii system controller (serial #: (B)(4)) was the patients backup controller and that the patient was not connected to the controller. Although not confirmed, the root cause of the reported event may have been due to the backup battery being deeply discharged. The root cause of the battery being deeply discharged is unable to be conclusively determined. Heartmate ii instructions for use section 7 entitled alarms and troubleshooting and heartmate ii patient handbook section 5 entitled alarms and troubleshooting addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate ii instructions for use section 8 entitled equipment storage and care and heartmate ii patient handbook section 6 entitled caring for the equipment addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate ii patient handbook section 2 how your heart pump works addresses the user to charge their 11v system controller backup battery at least once every 6 months to avoid diminished run time while connected to backup battery power. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate ii system controller (serial#: (B)(4)) was manufactured in accordance with manufacturing and qa specifications prior to being ordered on 06jul2016. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that, while in the clinic, the patient's backup controller was hooked up to charge. Once hooked up, the controller started alerting for low flow. The vad coordinator (vc) silenced the controller for 15 minutes to try to let the battery charge. After disconnecting it and then hooking it back up, the problem persisted. The vc took the back cover off and realized that the orange light on the backup battery was not on. The vc tried a brand new battery and the orange light still did not illuminate when attached to external power. The patient received a new backup controller. The patient was never connected to this controller.